Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01666.

Event description:
Review of the provided post procedure device photograph indicated a circumferential liner delamination occurred. As reported, during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. During the attempt to withdraw the commander delivery system, some resistance was encountered retrieving the delivery system out of the 16fr esheath. The balloon was locked negative and additional force was applied. At this point, blood was observed in the inflation device indicating a balloon rupture as the delivery system was pulled into the sheath. An attempt was then made to pull the ruptured balloon back into the sheath, but the balloon could not be pulled past the tip. After many attempts to pull the delivery system back, the nose cone/balloon came off of the delivery system and stayed on the stiff wire in the aorta. The delivery system was removed, confirming the nose cone and balloon were no longer connected to the system. A snare was then advanced from the contralateral access side and the stiff wire and nose cone/balloon were snared and successfully removed. Additional information received from the site indicated the patient expired 2 days post valve implant. The cause of death was not provided.

Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the post procedural device photographs revealed circumferential delamination in the distal end of the sheath. The delaminated material appeared to be bunched and pulled away from the sheath distal end. The presence of the c-marker is unknown without the returned device. The 3mensio imagery of the right access vessel showed the heavy calcification and tortuosity. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from may 2020 to april 2021 for the edwards esheath introducer sheath (all models and sizes) revealed other similar complaints based on relevant complaint codes. No edwards defects were identified during the evaluations. Available information suggests that procedural factors (bent valve strut, excessive manipulation, incomplete deflation, non-coaxial withdrawal, residual fluid, withdrawal difficulty, withdrawal of a burst/torn balloon, withdrawal of a crimped valve, withdrawal of a partially expanded valve) may have contributed to the complaint events. Per the instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on review of the device photographs. As the device was not returned, no manufacturing non-conformances were able to be identified during the evaluation. Reviews of the DHR, lot history, and complaint history, revealed no indication that a manufacturing non-conformance contributed to the event. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per the complaint description, 'an attempt was then made to pull the ruptured balloon back into the sheath, but the balloon could not be pulled past the tip'. As a result of the balloon tear, the balloon's altered profile may have led to difficulties encountered with withdrawing the delivery system into the sheath. The altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, leading to the sheath delamination. Available information suggests procedural factors (excessive manipulation due to withdrawal of torn balloon) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.